Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
The asymptomatic patient presented in the operating room for scheduled system implant. The right atrial lead was implanted without issue. Upon connecting the lead to the psa, the lead exhibited noise, loss of capture, and loss of sensing. The lead was removed and replaced. The procedure concluded without issue and the patient was in stable condition throughout the event. The patient would continue to be monitored.